Event description:
The customer reported that the insulin pump had a blank display after it was submerged in water. The customer reported a blood glucose reading of 239 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.